Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was hospitalized with dementia and some altered mental status due to severe uremia caused by acute kidney injury and chronic kidney disease. Dialysis was started with no improvement it was also noted that the patient became encephalopathic and placed under do not resuscitate order (dnr). Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with dementia and some altered mental status due to severe uremia caused by acute kidney injury and chronic kidney disease. Dialysis was started with no improvement it was also noted that the patient became encephalopathic and placed under do not resuscitate order (dnr). The patient was discharged home in hospice, and subsequently expired.